Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4)

Event description:
Customer reported the image split on the left monitor and technique went to max kv. No pt injury was reported.